Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tooth has chipped and they have gingivitis. Requested additional information and details. Advised patient to see dentist for restoration of the tooth. Provided information and tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.